Event description:
Customer stated, "the heating pad is not turning off after the 25 minutes." Product has not been retuned for investigation customer did not claim any injury. Based on feedback analysis and trending bce has not found it to be a recurring issue in this lot. Without the presence of product, bce cannot make any further determinations.